Manufacturer narrative:
Additional information (22-jun-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc requested that the customer send the patient sample to siemens healthineers for internal investigation. Hsc received the patient sample from the customer and performed an evaluation for an autoantibody/immune-complex interference (macro troponin) with the high-sensitivity troponin I (tnih) assay. Quality control and calibration results were within the customer's expected ranges, indicating that the two (2) dimension vista 500 systems were performing acceptably. The siemens internal investigation confirmed the presence of an interferent consistent with macro troponin. The cause of the event was determined to be the presence of macro troponin interference. A potential product issue was not identified. The customer is operational. The dimension vista tnih instructions for use (IFU) states, ¿patient samples may contain cardiac troponin-specific autoantibodies that could react in immunoassays to give elevated or depressed results. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values. The tnih assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution.¿ initial MDR 2432235-2023-00165 was filed on 16-jun-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on two (2) dimension vista 500 systems. Siemens is investigating the event.

Event description:
Two (2) discordant falsely elevated high-sensitivity troponin I (tnih) results were obtained on a patient sample on two (2) dimension vista 500 systems. The falsely elevated results were reported to the physician(s), and the results were questioned. The same sample was reprocessed on an alternate non-siemens system using troponin I methodology. A lower result, considered correct, was obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) results.